Event description:
It was reported that this right ventricular (rv) lead dislodged, discovered via thorax rx. A lead reposition procedure was scheduled. During the lead reposition procedure the rv lead was also noted to have exhibited helix extension and retraction issues as a small piece of tissue was obstructing the helix. This lead was finally explanted and replaced and is expected to be returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
When this lead is received and analyzed, a supplemental report will be provided.